Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) has been confirmed. As received, the rear response button was defective. Upon eval, the rear response button cable was creased and the middle trace of the ribbon cable was damaged. The cause of the defective response buttons is the damaged cable and traces. The root cause of the damaged cable and traces cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the response buttons weren't working.